Event description:
Anesthesia staff report an oximax pediatric oxygen sensor failed to work appropriately. Staff states that it was making a noisy signal before being attached to the patient. Another device was obtained and worked without incident. Device saved by risk management and is available for evaluation purposes.======================health professional's impression======================it failed.